Manufacturer narrative:
(B)(4). Brand name - the correct brand name is sterrad® 100nx 1-dr with duo. Catalog number - the correct catalog number is 10104-003. Serial #: the correct serial number is (B)(4).

Event description:
A customer reported processing a karl storz flexible ureteroscope in a sterrad® 100nx in a standard cycle that is not validated for use, and the load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. The customer was advised the endoscope is only validated for use in the duo or flex cycle of the sterrad® 100nx. This event is being reported since a scope was released and used on a patient.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to biohazardous, pathogenic or infectious material to be "low." There was no reported malfunction with the sterrad. Therefore, service was not dispatched and no parts were replaced. The facility continues to track the patient for any possible infection. The assignable cause of the issue was due to user error. A customer letter will be sent regarding the user error. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.